Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unspecified location; further described as "solution was found in front of the machine." Renal therapy services advised the patient to contact their nurse regarding the issue. Proper procedures per the user manual were discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.